Manufacturer narrative:
Evaluation summary: during the examination of the valve, it was found that the leaflets were noticeably thickened and became somewhat opaque along the free edge, especially near the commissural areas. Leaflet tear is evident on all three leaflets at commissures 1 and 2. No leaflet tissue calcification is evident by x-ray imaging. All of these morphological changes in leaflets are consistent with the typical non-calcific bioprosthetic tissue degeneration, which is one of the most common chronic pathology for this type of bioprostheses. Two tissue damage spots were also observed on outflow surface of leaflet 2 with one of them almost perforated. Similar but less severe tissue damage spots were noted on the outflow surface leaflet 3. The features of these leaflet tissue damages are consistent with those of suture abrasion. Although no functional testing was performed, the leaflet tears observed on this particular valve appear to be severe enough to cause the incompetent of the leaflets and the reported aortic regurgitation of the device. X-ray. Additional manufacturer narrative: it was reported that this prosthetic valve was explanted after an implant duration of approximately 14 years due to regurgitation. Evaluation of the subject device confirmed the reported event (see findings above). It appears that non-calcific tissue degeneration of the prosthetic valve caused the regurgitation. Damage to the prosthetic leaflets by suture tail abrasion was demonstrated, which may have contributed to this event. Non-calcific degeneration is characterized physiologically by moderate to severe regurgitation and grossly by partial to complete loss of leaflet architecture. In vitro and in-vivo testing have demonstrated consistent patterns of structural damage from non-calcific degeneration, with collagen loss within the bellies of the leaflets. Therefore, this mode of failure included cusp tears and perforations within the body of the cusps that were unrelated to leaflet separation from the stent and distinct from tears associated with calcification. Moreover, the device instructions for use (IFU) direct the user, "when using interrupted sutures, it is important to cut the sutures close to the knots and to ensure that exposed suture tails will not come into contact with the leaflet tissue. Cases have been reported in which bioprostheses developed severe regurgitation and had to be replaced as a result of wear due to contact with sutures." The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.

Manufacturer narrative:
(B)(4). It was reported that this valve was explanted due to aortic regurgitation. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. The explanted device was returned to edwards for analysis, which is currently in progress. A supplemental report will be submitted once it is completed.

Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 14 years due to aortic valve dysfunction with severe central regurgitation. Per the operative report, transesophageal echocardiogram showed severe aortic regurgitation (ar) with normal systolic function. Cardiac catheterization with coronary angiography confirmed presence of severe ar as well. There were two 1-mm holes in the left coronary cusp on inspection of the aortic valve. There were also two tears in the noncoronary cusp, just at the commissure. There were dense scalariform changes of the aortic annulus, making it very rigid. Because of this, the aortic valve replacement was carried out with a 19-mm perimount valve. Following the re-do aortic valve replacement, an eccentric paravalvular regurgitant jet (at the area of the noncoronary cusp, just past the commissure between the right and noncoronary cusps) was noted. Because of the degree of regurgitation, the area was re-explored; however, the site of the leak could not found and a suture repair could not be performed. The only way of rectifying the situation would be a re-replacement with either another 19-mm tissue valve or a 17-mm mechanical valve; both choices of which were felt to be untenable, and the patient would likely have severe cardiogenic shock from the prolonged ischemic cross-clamp time. Therefore, it was opted to leave the area of the paravalvular leak alone, as it could not be found. After termination of cardiopulmonary bypass a second time, the leak appeared to be about the same, but the patient was hemodynamically stable.